Event description:
Device explanted due to battery depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.